Event description:
Hill-rom received a report from the account stating the siderail is not latching. The bed was located at the account in the hall. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a cracked end tube. Per the hill-rom service manual it is necessary for stretcher to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed nay other preventative maintenance on this bed. The technician replaced the siderail end tube to resolve the issue. Based on this information, no further action is required.